Manufacturer narrative:
Reportedly, the subject ICD should be explanted in (B)(6) 2019.

Event description:
Reportedly, upon device interrogation performed on 15 april 2019, the warning 'low shock impedance on 12 april 2019' was displayed. During the follow-up, a shock at 0.5 j with a shock impedance of 73 ohms was delivered in order to test the device. No noise was reported. Based on preliminary analysis, an intermittent ventricular lead issue is suspected. However, an ICD issue could not be excluded with certainty. Recommendations to evaluate the benefit of a re-intervention were provided on (B)(6) 2019.

Event description:
Reportedly, upon device interrogation performed on 15 april 2019, the warning 'low shock impedance on 12 april 2019' was displayed. During the follow-up, a shock at 0.5 j with a shock impedance of 73 ohms was delivered in order to test the device. No noise was reported. Based on preliminary analysis, an intermittent ventricular lead issue is suspected. However, an ICD issue could not be excluded with certainty. Recommendations to evaluate the benefit of a re-intervention were provided on (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: (B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon device interrogation performed on (B)(6) 2019, the warning 'low shock impedance on (B)(6) 2019' was displayed. During the follow-up, a shock at 0.5 j with a shock impedance of 73 ohms was delivered in order to test the device. No noise was reported. Based on preliminary analysis, an intermittent ventricular lead issue is suspected. However, an ICD issue could not be excluded with certainty. Recommendations to evaluate the benefit of a re-intervention were provided on (B)(6) 2019.